Event description:
Customer reported that the keypad on the insulin pump was unresponsive when attempting to bolus. Customer stated that the buttons were not working. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded express bolus, escape, act, and down button keypad traces. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and a stained end cap sticker.